Event description:
Symptomatic of covid 19 starting (B)(6) 2022. Tested using siemens clinitest lot 2201380eua, ref gccov-502a-h5us (11556712) on (B)(6) 2022, read negative result. Additionally my husband tested with the same batch on (B)(6) 2022 (symptomatic since (B)(6) 2022) and received negative results. Obtained quidel quickvue rapid test lot 22055004 on 7/2/2022. Both myself and my husband received positive results (both of us still symptomatic. FDA safety report ID# (B)(4).